Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with three sensors that would get stuck in the serter and broke off when the customer tried to release the button on serter. The customer states they are not out of sensors. The customer's blood glucose level was unknown. The customer states they would contact the help line for assistance at a later time.